Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 505 mg/dl at the time of incident. Customer stated that she changed the whole infusion set the night prior and when she pulled off the cannula and the cannula was bent. The customer declined the troubleshooting. The insulin pump will not be returned for analysis.